Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received information from technical support on how to reset the pump and was able to successfully reset it without the malfunction recurring. The customer was informed to reach out again if the issue reappears and acknowledged this advice.